Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asezf020 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient arrived to day ward with mom stating patient bleeding from ivad. Blood noted in ivad tubing and large spot over shirt. Mom stated had to turned off blina pump and clamped ivad tubing on way to hospital due to same. Small crack seen just above the luer lock connector at end of ivad tubing."

Event description:
It was reported "patient arrived to day ward with mom stating patient bleeding from ivad. Blood noted in ivad tubing and large spot over shirt. Mom stated had to turned off blina pump and clamped ivad tubing on way to hospital due to same. Small crack seen just above the leur lock connector at end of ivad tubing."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an extension tubing split is confirmed but the exact cause is unknown. One photo sample of a safestep infusion set was provided for evaluation. The luer hub and extension tubing is being manipulated to show the interface section. A circumferential break in the extension tubing is present at the region that extends past the luer hub. The break surface appears to be rough and uneven. Based on the photo sample provided, possible contributing factors include securement method and manipulation leading to material fatigue. Since a split in the tubing was observed to be present, the complaint is confirmed but the exact cause and factors remain unknown.